Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe had leaking at the syringe piston. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: we have been provided with the affected sample. A leakage through the plunger rod was observed in the provided sample. After that we could determinate a damaged in the plunger rod by the evaluation of the plunger with magnification. We could confirm the reported issue. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packaged in machine nº2028 (april 11th ¿ 12th, 2018). Syringes were assembled in machine, nº4235, nº4253, nº4213, nº4212, and nº4203, in lot #8085768 (april 2nd ¿ 9th, 2018) and in lot #8099688 (april 9th ¿ 16th, 2018). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #8099993, #8085748, #8075986, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #8100729, #8085752, and #8075990 and no problems, defects or qn related to the reported issue were found. After the evaluation of the received sample, we conclude that the cause of the problem could was produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. We can ensure that the probability of finding this kind of defect is an isolated issue and any recurrence is very unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that the bd discardit¿ ii syringe had leaking at the syringe piston. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the bd discardit¿ ii syringe had leaking at the syringe piston. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.